Manufacturer narrative:
Additional narrative: this report is for an unknown guide/compression/k-wires/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it is reported that on an unknown date, the patient requires removal surgery for a 10cm length of kirshner wire. The 10cm length of kirschner wire broke off during a hip arthroscopy procedure and became embedded in the left hip on (B)(6) 2018. Over the last three years the patient has experienced pain which is triggered by being in the vicinity of significantly powerful radio transmitting antenna. These observations have been tested and verified in both controlled and uncontrolled environments. In addition to increased body heat when exposed to a sufficiently powerful radio transmitting antenna the patient has debilitating muscle spasms with the epicentre being in the patient's abdominal muscles. The patient's symptoms are triggered immediately upon exposure and gradually decrease with less proximity or less power to the radio transmitter. The stainless steel kirschner wire was used during arthroscopic surgery to repair an acetabular labrum tear when it broke and became embedded inside the left hip. The patient's symptoms began immediately after the hip surgery. This report involves one (1) unknown guide/compression/k-wires. This is report 1 of 1 for (B)(4).